Event description:
The pt reported that since the stimulator was reprogrammed, she experienced a constant jolting sensation even when the stimulation was decreased. Additional info has been requested, a follow-up report will be sent if additional info becomes available.